Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that the device has been dropped and no audio after shift check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.